Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, there was a clip applier in use when the seal on the trocar became loose. They replaced the trocar with another to complete the case. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the circular seal was cut, disengaged and lodged into the cannula. The trocar, cannula, and envelope seal appeared intact. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the cut and disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.